Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas, alleging a history/settings (history/settings issue) issue. The patient contacted animas for assistance in changing the total daily dose limits, and during the call noted that her basal history had recorded a higher basal amount for (B)(6) 2014 than her usual basal amount. Her normal basal amount was around 25units per day, however the basal history showed basal delivery of 49units for (B)(6) 2014. Troubleshooting could not determine the cause of the higher basal delivery for (B)(6) 2014 as compared with the rest of the dates in the basal history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the basal and bolus histories indicated that the date was manually manipulated on (B)(4) 2014, resulting in the total daily dose history for that date to appear inaccurate. The date manipulation could not be confirmed in the black box, because the black box data for (B)(6) 2014 had been overwritten due to continued pump use. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be confirmed or duplicated on investigation.